Manufacturer narrative:
Additional information provided in h.3., and h.10. The product was not returned. A slit lamp photo was provided that appears to show a green reflection from the iol. The photo was provided to customer technical affairs. There have been no previous complaints, which have indicated a slit lamp view of a green reflection from an company iol (except for the related file). A determination of possible causes for the observed phenomena cannot be derived from the provided photo. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. A slit lamp photo was provided that appears to show a green reflection from the iol. A determination of possible causes for the observed phenomena cannot be derived from the provided photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after surgery in some patients, he notices the implanted multifocal lens looks green, sometimes red / orange in the patients eye. There are no patient issues with vision.